Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, as issue related to the device's system board was observed. The system board only was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, a connector was found to be broken on the system board preventing further testing. The system board was replaced by the third party service center.